Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming was not able to be confirmed. No log files were submitted for review and the mpu (serial number (B)(6) was not returned for analysis. Provided information indicated that the mpu alarmed while plugged-in and the patient switched to external batteries. The mpu internal alkaline batteries were changed and the yellow wrench alarm resolved. The left ventricular assist device performed as intended throughout the event. The root cause for the mpu alarm(s) was unable to be determined through this investigation. The device history record for the mobile power unit (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. A), cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under heartmate 3 patient handbook (rev. A) section 5 - ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use (rev. D) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the status of the aa batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was recovering at rehab facility when a mobile power unit (mpu) wrench appeared. Staff called the ventricular assist device (vad) coordinator who advised them to change from mpu to batteries. The mpu batteries were changed and the alarm resolved. The pump performed as intended throughout.